Manufacturer narrative:
Removal of (B)(4) from the event, as it no longer applies.

Event description:
Information was received via paperwork returned with the pump and catheter that indicated the pump and catheter were explanted on (B)(6) 2015 and replaced. It was noted the pump was removed due to battery depletion and there was a possible catheter occlusion. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider (hcp) regarding a patient who was receiving gablofen 2000mcg/ml at a dose of 456mcg/day via an implantable infusion pump. The indication for use was intractable spasticity and cerebral palsy. It was reported that the battery depletion was normal/expected. On an unknown date, the patient experienced intermittent withdrawal. The possible catheter occlusion was not confirmed. The location of the catheter issue was unknown and the issue was identified by "side port access." He catheter was replaced and catheter segments were left in the intrathecal space. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type catheter. (B)(4). Analysis of the pump found no anomaly and analysis of the catheter revealed acceptable testing and the catheter was incomplete and returned in segments. Interrogation of the device revealed it contained baclofen.